Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and a foreign material on the usable length of the catheter issue occurred. During the procedure, the thermocool® smart touch® sf uni-directional navigation catheter was pulled out of the body, the physician found the flow was obstructed. The catheter was flushed and an obstruction at the tip of the catheter was observed. The physician put his hand on the obstruction, and a white film that was semi-solid came out of the catheter. Nothing was abnormal while introducing or retracting the catheter. The procedure continued using the same catheter only on the right side. No patient consequences were reported. Device evaluation details: according to pictures provided by customer, only two white particles was observed, tip of the catheter cannot be observed on the pictures and the obstruction issue mentioned by the costumer cannot be confirmed based on the photo provided by the costumer. Additionally, the complaint device was visually inspected and it was found in good conditions. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device (B)(6)number, and no internal actions was found during the review. The customer complaint regarding obstruction and white film came out of the catheter cannot be confirmed. . The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and a foreign material on the usable length of the catheter issue occurred. During the procedure, the thermocool® smart touch® sf uni-directional navigation catheter was pulled out of the body, the physician found the flow was obstructed. The catheter was flushed and an obstruction at the tip of the catheter was observed. The physician put his hand on the obstruction, and a white film that was semi-solid came out of the catheter. Nothing was abnormal while introducing or retracting the catheter. The procedure continued using the same catheter only on the right side. No patient consequences were reported. A picture was provided showing a small white particle that came out from the catheter during flushing. With the information available, this event is being conservatively assessed as a MDR reportable foreign material on the usable length of catheter issue.